Event description:
This lead was explanted and replaced due to oversensing and a possible lead fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 44 cm proximal to the lead tip. Only the distal part of the lead was received for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The analysis of the lead demonstrated a rubbed through insulation in the region of the tricuspid valve. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.